Manufacturer narrative:
Corrected data, initial MDR inadvertently omitted the explant date.

Event description:
The patients devices were explanted after the patient's death and was provided to the family. No further relevant information has been obtained to date.

Event description:
On (B)(4) 2016 it was reported that the patient passed away in her sleep of unknown causes either (B)(6) 2016 or (B)(6) 2016. The patient's sister later reported that the patient passed away on (B)(6) 2016.

Event description:
The patient's death certificate was received on 08/09/2016. The cause of death is stated as "pending." Manner of death "pending investigation." No autopsy was performed. Place of death type: decedents residence. No further information has been received to date.

Event description:
Information regarding the patient's death was received on 09/28/2016 from the physician. The form states that the patient had concurrent illnesses of psychogenic seizures / mood issues. The patient did have a positive response to vns in that it reduced seizures. The cause was listed as unknown and relationship to vns unknown. The patient was found unresponsive on (B)(6) 2016 in bed by pca / not witnessed. The patient was seen in the (B)(6) for follow-up (B)(6) 2016. She notes no particular adverse effects from having the vagus nerve stimulator in place.